Event description:
On 06/27/97, the facility nurse contacted the MFR and reported that when she went to take the plastic covering off of the refill tubing, part of the plastic from the protective cap stayed in the tubing. As a result, she "could not connect anything to the tubing" and had to discard the remainder of the refill kit.